Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative indicated that the device was discarded by the customer. No further complications have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (25 mg/ml at 11 mg/day) via an implantable infusion pump. It was reported that the patient was seen by the healthcare provider (hcp) on (B)(6) 2019 for a refill and the approaching end of service (eos) was noted. On (B)(6) 2019 the pump reached eos without being replaced and the patient experienced diarrhea, chills, withdrawal, nausea and vomiting. The pump was replaced and the issue was resolved. The patient was alive with no injury. No further complications have been reported as a result of this event.